Event description:
Info received that the CPR pedal was not working on bed. No injury reported.

Manufacturer narrative:
Technician located the bed in bed shop. CPR pedal was not working due to stuck valve. Replaced the CPR valve and trend/CPR lever to resolve this issue.